Event description:
As reported, the male patient had a revision of exactech right hip implants due to infection and patient had an implantation of antibiotic spacer. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device will be return. No further information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the sterile certificates and the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. D6: corrected. H6: corrected health effect, component, and investigation clinical codes.